Event description:
It was reported that during a device change out for eri, an insulation anomaly was observed on the lead. All electrical measurements were normal. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.